Event description:
As reported to coloplast though not verified, patient experienced pelvic pain, urinary tract infections, bleeding and loss of sexual sensation.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information in this report.